Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Catalog number reported is not being manufactured currently. However, samples from another catalog number from the same family were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample of the device involved in this complaint in order to perform a proper investigation to confirm the alleged defect, determine a root cause and any corrective actions necessary. Customer complaint cannot be confirmed at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that ett adapter is coming off once temperature increases during established ventilation circuit" intervention reported "had to exchange the patients tube". It was reported there was no patient injury. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: adverse event' added. Corrected to 'serious injury'.

Event description:
Customer complaint alleges that ett adapter is coming off once temperature increases during established ventilation circuit" intervention reported "had to exchange the patients tube". It was reported there was no patient injury. The patient condition was reported as "fine".